Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: femur trabecular metal cruciate retaining (cr) catalog # 42502806401 lot # 65258828. Tibia trabecular metal two-peg porous fixed bearing left size f catalog # 42530007501 lot # 65314687. All-poly patella cemented 35 mm diameter catalog # 42540200035 lot # 65351897. H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-02795 h3 other text : discarded.

Event description:
It was reported patient underwent a revision procedure fourteen months post implantation due to instability in knee. Attempts to obtain additional information have been made; however, no more is available.